Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the reported difficulty appear that the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. The initial tab engagement was made with the anterior needle; however, anterior cuff tab detachment/separation likely occurred during plunger retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of the right common femoral artery using the pre-close technique via an 8fr sheath hole prior to an interventional atrioventricular (av) ablation procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 15fr sheath and the interventional av ablation procedure was completed. Reportedly post procedure, the physician felt that while pre-placing the prostyle device at the 10 o'clock position, the device was not pre-placed properly. During suture management, bleeding still occurred at the access site. An additional prostyle device was used to achieve hemostasis at the artery access. After the interventional av ablation procedure, there was a venotomy closure of the right common femoral vein with an 8.5fr sheath. Reportedly, the plunger was not fully depressed resulting in a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user.